Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an event of fault 41628. The reported high-priority alarm will power off the infusion if it were to recur during an infusion and will impact the delivery and potentially cause patient harm. There were no patient involvement and no patient harm.